Event description:
Information was received indicating that the pump exhibited a "no disposable, pump won't run" alarm. Per reporter no further details were provided. It is unknown if there were any adverse effects.